Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the radio-frequency (rf) head of the programmer was unable to gain telemetry when placed over the shoulder of the patient, draped down and over the implanted device. Once the rf head was held in the hand and the cord draped downward, the clinician was able to gain telemetry. The rf head will not be returned at this time. No patient complications have been reported as a result of this event.